Event description:
It was reported the device was leaking internally and will not alarm for low water. No patient involvement was reported (it was found prior to use).

Event description:
It was reported the device was leaking internally and will not alarm for low water. No patient involvement was reported (it was found prior to use).

Manufacturer narrative:
Other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found wear and tear damaged enclosure, plate clip, line cord, front cover, pole clamp, cracked tank cover and a faulty printed circuit board (pcb). Functional testing found no leakage and the low fluid alarm did not work, confirming half of the complaint. The printed circuit board was replaced and the device passed functional testing. The root cause of the reported "will not alarm for low water" issue was found to be component failure.